Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that the user experienced difficulty controlling blood glucose while using the ilet and reported recurrent low blood glucose, despite working with clinical support and performing two factory resets; the user plans to discontinue the ilet and return to multiple daily injections and will return unopened supplies. Symptoms included hypoglycemia. Outcomes included no reported hospitalization, emergency treatment, or alarms. Customer care provided support that included internal review of the complaint and field team assessment. Investigation of this case revealed no specific device malfunction identified and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.